Event description:
During product service by a service technician, a flo-gard infusion pump was found to have the damaged front cover of the door. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing and battery testing were performed. The damaged front cover of the door was identified during visual inspection. The cause of the condition was undetermined. To correct the condition, the front cover of the door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.